Manufacturer narrative:
It is unknown if the device is available to be returned. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information becomes available, supplemental reports will be submitted.

Event description:
The event involves multiple spiros that disconnect from syringes and IV tubings. The customer was made aware of the issue due to a chemotherapy leak or spill. The name of the medication was not provided. There was patient involvement but no harm reported.

Manufacturer narrative:
H10: eight (8) used spinning spiros were received on july 9, 2020 and visually inspected. No damage or anomalies were seen on any of the returned devices. As received, each spinning spiros exhibited an unrestricted spin feature rotation, clean shear tab breaks in the rotational direction, and no spline damage. Each sample was functionally tested and met product performance and measurement expectations outlined in the product performance specification. No manufacturing related damage or anomalies were observed that would lead to a disconnection during use. The reported complaint of a disconnection resulting in leakage could not be confirmed or replicated. Additional information in d10, g1, h6.